Event description:
Additional information received. The patient's best corrected vision for final outcome was 20/20 in the affected eye.

Manufacturer narrative:
Updated b5, b6, h2.

Manufacturer narrative:
The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, the root cause of this event could not be determined. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
It was reported that one day after an implantation of an intraocular lens (iol) into the eye the patient was diagnosed with toxic anterior segment syndrome (tass). The patient was treated with a retina team who tapped and injected the patients eye. They were treated with 6 days of topical vigamox, hourly prednisone and oral moxifloxacin. One week later the patient had mild inflammation and had fully resolved by 2 weeks. The surgeon is unsure of the cause of the event.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.